Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot/serial#: (B)(6); implanted: (B)(6) 2012; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28; serial/lot #: (B)(6), ubd: 13-apr-2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor; urinary dysfunction/sacral nerve stim it was reported that the patient called for a physician to help them with their ins replacement on a much earlier date. The patient stated their managing doctor rescheduled the replacement to (B)(6) that was originally scheduled on (B)(6). The patient mentioned their managing doctor first offered rescheduling the replacement to (B)(6), however they will not be available on that date due to their trip to japan. The patient stated the reason for rescheduling replacement was because 2 out 4 wires loose and their battery was low. The patient was redirected to their healthcare provider to further address the issue. The agent also sent them an email with physician listings.